Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the trephine in question, rust film is clearly visible in the inner area. We presume that this rust residue accumulated after the cleaning and sterilization process. It can be said in general with regard to rust build up that all materials, even so-called stainless steel materials, are only conditionally rust-free. Please note that these articles require particularly careful handing. The degree to which they are rust-resistant is only applicable if the material is always immediately dried and stored in a dry area. No product errors could be established.

Event description:
It was reported that the hollow reamer had rust. This is report 1 of 1 for complaint (B)(4).